Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No critical pump error alarms noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. Moisture damage on force sensor assembly, electronic board stack and on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to pool with insulin pump and received open book image. Customer reported that the insulin pump had open book image on the screen. Customer mentioned that there were no any other alarms displayed prior to open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.